Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery.upon return of the device for analysis, the package was visually inspected, and wrinkles and hole in bottom foil were observed. This condition contributed to the degradation of the suture, since the product code of vcp439h is absorbable suture. No adverse patient consequences were reported. No additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: additional information was requested, and the following was obtained via: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: one unopened sample of product code vcp493h was returned to ethicon for analysis with the packaging closed. Upon initial inspection, no external damages were observed on the returned sample. Visual inspection was performed to returned sample was opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related no defects were observed during the evaluation. A functional test was performed, during the pull off suture-needle test process, the suture was breakage along the suture thread. However, the result of the functional test was above the minimum requirements. To investigate further, the package was visually inspected, and wrinkles and hole in bottom foil were observed. This condition contributed to the degradation of the suture, since the product code of vcp439h is absorbable suture.as part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.